Event description:
The pt was undergoing the placement of a greenfield filter in the vena cava. Upon deployment of the device the umbrella portion lodged in the right atrium of the heart. Attempts at this facility to remove/relocate were unsuccessful. Pt was transferred to hosp. MFR was notified within 24 hrs of incident. Radiology dept was told by MFR's rep that MFR would notify FDA. Original packaging was secured by risk mgmt. After numerous inquiries by hosp to the MFR, MFR's rep picked up the original packaging in approximately 6/2001 for use in notification to FDA.